Event description:
A report was received that the patient's ipg would not keep a charge. The patient underwent a revision procedure where in both leads and ipg were replaced at the discretion of the physician. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg would not keep a charge. The patient underwent a revision procedure where in both leads and ipg were replaced at the discretion of the physician. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the leads and ipg were replaced due to physician's preference. No malfunction was suspected.